Event description:
It was reported that the ilet pump¿s sleep/wake capacitive button was intermittently nonresponsive, requiring multiple attempts to register touch despite cleaning the device and hands, confirming charge status, attempting precise taps and a prolonged press, and removing any case; placement on the charger allowed access past the lock screen, and a replacement device was arranged. Symptoms included hyperglycemia, with a reported high glucose of 392 mg/dl over several hours without ketones and without medical intervention. Outcomes included temporary inability to operate the device via the wake button and resulting elevated glucose for several hours. Investigation included guided troubleshooting to verify proper touch technique, prolonged press attempts, device charging and wake behavior, surface isolation of touch, cleaning, idle wait, and case removal. Investigation of this device revealed a nonresponsive touch interface at the sleep/wake control consistent with a device hardware performance issue of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the wake button interface.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.